Event description:
The facility reports the resident was in the lift and the lift froze in a partially raised position. The resident had to be physically removed from the lift. No injuries were reported.